Event description:
Procedure type: laparoscopic proctectomy. According to the reporter: the first three firings could be done with no problem, although surgeon felt the tissue was thick. At the 4th firing, the handle became stiff and the device could not be fired. The incision was expanded and the rectum was resected and sutured additionally with a curved cutter. No bleeding occurred. Nothing fell into the pt cavity. There was no ill effect to the pt. Operative time was not extended more than 30 minutes. The pt has a history of cancer. The surgeon believes the issue was due to the tissue being too thick.

Manufacturer narrative:
(B)(4).